Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a defibrillation lead perforated the heart during the implant procedure. The lead was removed and replaced. No further patient complications were reported due to this event.